Manufacturer narrative:
The replaced front bezel with navigation ring (nav-ring) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the nav-ring located in the top right portion of the front bezel did not operate as expected. With the nav-ring connected to the pil test device, the nav-ring did not provide consistent increases and decreases of numerical setting choices in a linear fashion when used. The pil tech was able to verify that the switch panel assembly power on button and all light emitting diodes (leds) associated with the switch panel power assembly of the front bezel were operating as expecting. It is concluded that the nav-ring issue is confirmed due to the lack of ability to consistently increase or decrease values. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The field service engineer (fse) found that the navigation ring was unresponsive. The fse replaced the front bezel in which the navigation ring was installed, and the issue resolved. No other abnormality was found. The fse completed running and functionality testing following the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient harm reported.